Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and subsequently delivered one electric shock due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). It was also reported that morphology appeared to be different in different times. In many times the anti-tachycardia pacing (atp) converted the rhythm. There is no atrial sensing so it was recommended that patient should be seen by a heath care professional. No additional adverse patient effects were reported. Additional information was received approximately two years after the initial event, indicating that during a recent review of recorded episodes, boston scientific technical services (ts) noted that this device delivered anti-tachycardia pacing (atp) and shock therapy during an episode that appeared to be atrial driven. Ts recommended further review from cardiology. This device remains in service. No additional adverse patient effects were reported.